Manufacturer narrative:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 2124215-2025-12471 and MFR. Report # 2124215-2025-12481).

Event description:
It was reported that two fibers were found to be broken. The customer has requested that the console used with the fibers be checked. There was no patient involved. This event is for the second fiber.